Event description:
It was reported that a (B)(6) caucasian female patient underwent a revision breast augmentation with a 470cc mentor memorygel xtra breast implant prosthesis and experienced right-sided grade iii capsular contracture postoperatively. The diagnosis was confirmed by a healthcare professional. As a result, the patient underwent removal and replacement with a mentor memorygel breast implant on (B)(6)2021. The product code of the replacement device is either shpx465, shpx490, rszshpx-465s, or rszshpx490s. The event date was estimated as (B)(6) 2021 based on available information.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the diagnosis of the capsular contracture and treatment of the capsular contracture. The diagnosis of the right-sided capsular contracture was confirmed during the consultation held on (B)(6) 2021. The patient was prescribed with singulair to alleviate the capsular contracture symptoms. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 17-nov-2021, the suspected medical device was returned for evaluation. On 23-nov-2021, the investigation on the suspected medical device was completed. Investigation summary : mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the replacement device. The replacement device is a 490cc mentor memorygel breast implant (catalog #: shpx490, serial #: (B)(6). Manufacturer's reference number: (B)(4).